Event description:
Per the clinic, the patient reported sounds too loud with the device. The device was explanted on (B)(6) 2023, and it is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, the patient experienced an infection at magnet site. Subsequently, the patient underwent a skin debridement under monitored anaesthesia care (mac) and antibiotic wash to clear the infection.